Manufacturer narrative:
The returned product was returned in two segments being 6.5 and 26.5 inches in length. A luer lock connector was attached to the 6.5 inch segment. The catheter could not be tested for leak and patency testing due to the breakage. Water was able to flow through both segments without obstruction. Most of the catheter met the requirements for tensile testing. There were several kinks in the catheter and appeared to be overstretched at the location of the break. This area of the catheter did not meet the requirements for tensile testing. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in handling or implanting edm catheter products may result in the cutting, slitting, breakage or crushing of components.¿ there was proteinaceous debris observed on the device. The instructions for use cautions, ¿poor recording of icp will result if the catheter, patient line or other components of the monitoring system become clogged with blood clots, brain tissue fragments or fibrous debris.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with a lumbosacral drainage device on (B)(6) 2019, and during the operation, the catheter broke after opening the package. The hospital unpacked a stock product for replacement.